Manufacturer narrative:
Due to item breaking during surgical process, occurrence was determined to be reportable to FDA.

Event description:
Fixation device had a piece that broke off in the patient's head, and had to be removed by the doctor. The doctor used a back up device and finished the surgery.